Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 428 mg/dl and 261 mg/dl. The customer also reported that the insulin pump had a pump error. The customer was able to clear the alarm and rewind the insulin pump. The customer stated that the insulin pump failed he displacement test. The customer also reported that the reservoir had a leak at past second o ring. The customer reported that the reservoir was used and expired. The customer reported that there was fluid in the reservoir compartment. The insulin pump will be returned and reservoir will not be returned for analysis.